Event description:
It was reported that a 47-year-old female patient underwent a primary breast augmentation with a 175cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed with a physical exam. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2024, the mentor failure analysis lab has received the device for evaluation. On july 18, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the sm mpps dv 175cc breast implant was found to be ruptured. The rupture extended approximately 1.5 cm from the posterior to the anterior view. In addition, the surgeon states that the breast implant was cut with scissors to remove the fluid. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2024, mentor received additional information regarding the device explantation date. It was reported that the device was explanted on (B)(6) 2024. Section d6b. Has been updated to reflect this additional information. On june 19, 2024, mentor received information from the patient's healthcare provider that the implant was cut with scissors to removed the fluid during the explantation. In addition, it was also reported that the patient's replacement device was a 175cc mentor smooth round moderate plus profile saline breast prosthesis (catalog number 3502175) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).